Manufacturer narrative:
After the event, a maquet field service technician (fst) was on site to investigate the affected leg holder. He found that a screw had broken. Due to this breakage the leg holder collapsed and dropped down. The manufacturer has asked the customer to send the defective device for examination. A follow-up report will be submitted once additional information is available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
During abduction of the patient's legs, the device broke and the leg holder with the patient's leg dropped down. No injury reported to maquet. (B)(4).